Event description:
It was reported that early during a coronary artery bypass graft procedure, the tissue pad was separated in two parts. The tissue pad did not fall into patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.